Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that log file analysis captured very intermittent driveline fault events on (B)(6) 2021, (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021. It was noted that one of the wires was having issues that caused the intermittent faults but since (B)(6) 2021 the wire values were all within a normal range. The patient underwent a controller exchange on (B)(6) 2021 and denied having an alarms. The patient was asymptomatic and was stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline faults were confirmed via log file analysis. The heartmate ii system controller (serial #:(B)(6) ) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review as well. The downloaded and submitted log files contained overlapping events spanning approximately 34 days (19aug2021 ¿ 23sept2021 per timestamp). The log file captured six driveline faults that activated yellow wrench advisory alarms on 19aug2021 at 16:45:27, 22aug2021 at 19:05:15, 05sep2021 at 06:47:06, 07:00:42, and 07:07:06, and 09sep2021 at 01:08:27, while the patient was connected to both the power module and batteries. These alarms would clear on their own. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was tested and passed all stages of testing with no issues. The controller was able to operate on a mock loop without any problems as well. The reported driveline faults were not reproduced. Additional information communicated on 20oct2021 indicated that there were no further alarms after the system controller exchange. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 09aug2018. The heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault, backup battery fault, and no external power alarms. The heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.